Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the proportional solenoid valve assembly (psol). The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test. The device operated within the manufacturing specifications. (B)(4).

Manufacturer narrative:
The covidien field service engineer (fse) received a proportional solenoid valve (psol). Visual inspection found no anomalies with the returned psol. A review of the current revision of the 840 service manual indicated that the probable root cause for the reported failure could be the analog interface printed circuit board (ai pcb), the inspiratory pcb or an interconnect cable. Functionality tests were conducted by using a failure investigation test ventilator as detailed in the 840 ventilator service manual. The unit was attached to the failure investigation unit for analysis, and the unit passed all tests. Performed 02 sensor calibration, and no errors were observed. The fi ventilator was set into ventilation mode for a minimum of 24 hours using default settings as per 840 service manual. No issues occurred during this time. The functional test results were documented on a product history record, and attached to this complaint for reference. The returned component was found functioning as per specifications, and the reported malfunction could not be duplicated.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.